Manufacturer narrative:
Upon inspection of the lift, the hill-rom technician was unable to identify any malfunction. The lift was functioning as designed. The account informed the technician that prior to his inspection of the lift, they had already replaced the latch on one slingbar hook that was missing. The latch on the slingbar hook is a helping tool in order to attach the sling correctly in place. The latch is not weight bearing, and will not detach if the sling is attached correctly. In the instruction guide for multirall 200 (7en125103), it is stated under safety instructions: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The latches are intact; missing or damaged latches must always be replaced. The sling's strap loops are correctly connected to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. In the instruction guide for universal slingbars, 7en160185 rev. 4, it is stated under safety instructions: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all slingbar hooks on the slingbar during the lift! Based on this information, the most likely root cause is the account's misapplication of the sling. Hill-rom account manager will visit the account to conduct training sessions with the account's staff about the proper usage of the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No repair was required as the device was functioning as designed. Hill-rom has scheduled additional training for all of the account's staff on the proper usage of the lift. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the sling loop detached from the slingbar causing the patient to fall forward and land on her head. The patient was hospitalized for 5 days with headaches for a few days. A scan was done with close medical follow-up. The patient sustained two, right fronto-temporo-parietal and left frontal chronic subdural hematomas, with some anterior frontal petechial hemorrhaging. The patient also had cephalalgia that was treated with eliquis (an anticoagulant). There was no sign of intracranial hypertension. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).